Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. According to the complainant, during the ercp procedure, the foam sponge inside of the biopsy cap was pushed into the olympus therapeutic scope, and occluded the working channel. They tried to pass an rx plastic 10 fr stent and the stent got stuck on the scope. They removed the scope and delivery system, and found the plastic stent stuck on the foam sponge in the scope. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.